Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: infinion cx lead kit, 70cm, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6); product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(6).

Event description:
It was reported that patient spinal cord stimulator (scs) was no longer effective, and the expected life of the battery was negatively impacted due to impendence on both spinal cord stimulation (scs) leads. The patient underwent implantable pulse generator (ipg) and lead replacement procedure wherein magnetic resonance imaging (MRI) capable devices were implanted. The patient was doing well postoperatively, and all explanted device components will not be returned per facility policy.

Manufacturer narrative:
Block d2b: lgw, qrb correction to initial emdr in blocks f10 and h6 additional suspect medical device components involved in the event: product family: infinion cx lead kit, 70cm, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7078966, UDI (B)(4). Product family: scs-ipg-pc upn: m365sc14320, model: sc-1432, serial: (B)(6), batch: 222157, UDI (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation in their targeted pain area due to high impedance reading on both leads. The physician believed that the impedances may have also negatively impacted the lifespan of the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the leads and the ipg were removed and replaced. The patient did well postoperatively. The explanted devices were not returned for analysis due to hospital policy.